Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one powerport MRI isp with 8f groshong catheter was returned for evaluation. Additionally, one medical image was provided for review. The image review concluded that the port placement and distal end of the catheter could not be determined due to the view of the chest and poor image quality. The device was returned assembled, with catheter and catheter lock attached to the port stem of the port body. A partial circumferential split with a slight c-shape was noted approximately 2.4cm from the distal end of the catheter lock. When viewed under magnification, it was noted that the inside of the partial circumferential split was largely rounded and smooth with jagged features at the corners. Buckling was also noted on one side of the split. Based on the findings, the investigation is confirmed for the reported catheter damage, specifically a fracture due to flexural fatigue. The identified split is typical of flexural fatigue. Therefore, it is possible that cyclic kinking of the catheter tube due to physiological, placement, usage or mechanical factors may have contributed to the reported event. However, the definitive root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the healthcare professional stated that during infusion it felt like the catheter was expanding. The device was removed and the catheter was noted to be damaged. A new device was placed. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. A photo was provided and the device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. Device not returned yet.

Event description:
It was reported that the healthcare professional stated that during infusion it felt like the catheter was expanding. The device was removed and the catheter was noted to be damaged. A new device was placed. There was no reported patient injury.

Manufacturer narrative:
A medical image review was performed on (B)(6) 2018, and the associated files were updated. Based on the image provided, port placement and distal end of catheter could not be determined due cone down view of the chest and poor image quality. No medical records have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Device not evaluated, device not evaluated - other, device returned to mfg).

Event description:
It was reported that the healthcare professional stated that during infusion it felt like the catheter was expanding. The device was removed and the catheter was noted to be damaged. A new device was placed. There was no reported patient injury.